Event description:
The reporter stated that the device leaked from the stopcock during use. There was no reported pt injury or treatment associated with this event.

Manufacturer narrative:
(B) (4). Device eval: the device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed.